Event description:
It was reported that a pt can no longer perceive stimulation and has experienced eight seizures over a four day period. The pt can feel stimulation when the magnet is swiped. The pt stated that the physician feels that the seizures are due to end of service but further clarification on how this was determined along with additional info have been unsuccessful to date. The pt has been referred for a surgical consult.